Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine device changeout procedure, it was difficult removing a lead from the pulse generator header. It was suspected that the setscrew was stripped. The device was explanted and replaced. No adverse consequences occurred to the patient.